Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center confirmed that the image blacked out. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it is likely that the charged-coupled device (ccd) was defective, which may have caused the image blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.